Event description:
It was reported that the patient had a bad fall and the leads were fracture which was not confirmed through imaging. Additional information was received that lead had high impedances and lead fracture was confirmed.

Event description:
It was reported that the patient had a bad fall and the leads were fracture which was not confirmed through imaging. Additional information was received that lead had high impedances and lead fracture was confirmed. Additional information was received that the patients lead had migrated due to fall, which was not device related. The patient underwent a lead replacement procedure. Additional information was received that the patient was doing well postoperatively, and explanted devices were not returned.

Event description:
It was reported that the patient had a bad fall and the leads were fracture which was not confirmed through imaging. Additional information was received that lead had high impedances and lead fracture was confirmed. Additional information was received that the patients lead had migrated due to fall, which was not device related. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 21355316.

Event description:
It was reported that the patient had a bad fall and the leads were fracture which was not confirmed through imaging.